Event description:
It was reported that during a meniscal repair, the fast-fix t2 deployed prematurely through the meniscus; both t-implants were removed using tweezers. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, the t1 is off the needle but still attached to the suture and the t2 is still on the needle. The actuator is in the pre-t2 position; and the device cycled as intended. The customer confirms the event should be the investigation findings, therefore, the event was updated to a nonreportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.